Event description:
The customer reports that after PICC insertion flushing was not possible and oozing was severe. The PICC catheter was removed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC catheter. The catheter showed signs of use with dried blood in the catheter body and both extension lines. Visual inspection revealed a clump of blood in the proximal extension line but no other obvious defects or anomalies. The tip of the catheter had been cut. The catheter body measured 3.375" in length which is not within product specifications of 15.625-16.125" per catheter drawing because it had been cut. This implies that 12.25-12.75" was missing. To functionally test the catheter for blockages the extension line was flushed with water using a 10ml lab inventory syringe filled with water. When the catheter was flushed, the proximal extension line was found to be blocked. The extension line was able to be unblocked by placing significant force to the syringe plunger and by running a lab inventory spring wire guide through the catheter to remove the dried biological material. After unblocking it, the catheter was flushed and functioned with no issues. A device history record review was performed, and two non-conformances were found; however, it was determined they were not related to this complaint issue. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer reported issue of a catheter blockage was found during sample investigation. A clump of dried blood was blocking the proximal extension line. Once the blockage was removed, the catheter operated functionally as it should. Visual and dimensional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample and functional testing after clearing the catheter of dried blood, unintentional use error caused or contributed to this complaint. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after PICC insertion flushing was not possible and oozing was severe. The PICC catheter was removed.